Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that the DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. A manufacturing investigation was conducted. The report indicates that the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification. Our investigation has shown that the drill bit is broken in two pieces. Unfortunately, we are not able to determine the exact cause which has lead to this occurrence. Too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that during the operation, the drill bit broke. Both pieces are available. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.